Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however declined to answer.

Event description:
It was reported that the rn spiked a bag of primary fluids and used a pressure bag to deliver a fast bolus of unspecified fluids. As the fluids were infusing without difficulty, the nurse lightly picked up the tubing to move it over to assist the patient in repositioning however the tubing snapped at the distal end, closest to the patient and leaked. The customer confirmed that there was no patient harm however patient lost blood due to back up in the tubing and a delay in care in receiving the bolus. The event occurred in the ed unit.

Manufacturer narrative:
Additional information provided: d.10. The customer's report that the tubing snapped (separated) at the distal end and leaked was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing to the distal smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement. No other anomalies were observed. Functional testing could not be performed as a leak would occur. Dimensional analysis was performed found the outer diameter of the tubing measured to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the nurse spiked a bag of primary fluids and used a pressure bag to deliver a fast bolus of unspecified fluids. As the fluids were infusing without difficulty, the nurse lightly picked up the tubing to move it over to assist the patient in repositioning, however; the tubing snapped at the distal end, closest to the patient and leaked. The customer confirmed that there was no patient harm, however; the patient lost blood due to a back-up in the tubing, and a delay in care in receiving the bolus. The event occurred in the ed unit.